Event description:
On (B)(6) 2020, the user contacted (B)(6) to report a high blood glucose reading. From (B)(6), the user began to eat more, due to staying home, and received a high blood glucose (bg) level of 289 mg/dl post meal (is usually below 220). From (B)(6), his readings began to increase from 400 mg/dl to 487 mg/dl (at 5 am), respectively. The user reported that due to the above, he took more insulin than needed (75 units instead of his usual 50). Thirty minutes later, the user received a reading of 463 mg/dl. At 12:25 am the next morning, the user received a reading of 489 mg/dl, and therefore took another dose of insulin. (60 units) the user does not remember what happened next. His girlfriend called emergency medical services. Their meter received a reading of 60 mg/dl. The emergency medical services gave the user an IV, dextrose, and he also took milk and peanut butter, and is now feeling better. While on the call with (B)(6) representative, it was determined that the user has an unsupported phone, kept his strips in the kitchen and is not certain of the exact date that they were opened. (B)(6) user guide states: "do not plug the (B)(6) glucose meter into any device other than a compatible smart mobile device port." And in the section "factors that may lead to inaccurate results", it states that "the length of time that has passed since first opening the test strip package exceeds the shelf life" and "test strips were stored incorrectly". (B)(6) representative reminded the user that he cannot continue to test with an unsupported phone and explained that strips that have been opened for more than 30 days can cause high readings. The user realized that it was his error as he updated (B)(6) representative that he has ordered a supported phone to continue testing with. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.